Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: calcification: observed white calcification on the surface of the shell. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Green mold like observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.